Event description:
It was reported that a patient presented with noise on their right ventricular (rv) lead. No changes or intervention was performed. There were no patient consequences.

Manufacturer narrative:
Correction: h6 - updated type of investigation and investigation findings codes for no device return.